Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported there was a piece of red plastic in the distal end of the shaver.

Manufacturer narrative:
(B)(4). Alleged failure: shaver had a piece of the red plastic in the distal end of the shaver used for resection. The failure identified in the investigation is consistent with the complaint record. The probable root cause could be during the assembly process when the inner cutter was inserted into the housing and scraped off this flash and remained attached to the cutter. Inadequate cleaning process. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported there was a piece of red plastic in the distal end of the shaver.